Event description:
It was reported that the signal artifact monitor (sam) of the pacemaker disabled the minute ventilation (mv) feature due to sensing of noise. The noise was present on both the atrial and ventricular channels and there was a false episode of non-sustained ventricular tachycardia due to the oversensing. Further review of the device settings was recommended. The pacemaker remains in service.